Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested 02/11/2011 and 02/28/2011 by fax, phone and mail. Additional information was received 02/11/2011 and 02/18/2011 by phone. A completed questionnaire has not been received. This report was mailed to FDA on: 03/03/2011. The manufacturer internal reference number is:(B)(4).

Event description:
A surgeon reported a refractive surprise following intraocular lens (iol) implant surgery. The surgeon does not think the lens is defective but does not know what caused the surprise.